Event description:
It was reported that upon interrogation, measured data displayed as -data not read-. When a test for underlying rhythm was attempted the message, error in the pacemaker software has occurred, displayed. In 2009, measured data was 2.73 v, 14 ua and 5.3 kohms with an estimated remaining longevity of 1-1.25 years to elective replacement indicator through the programmer. The device was explanted and replaced.

Manufacturer narrative:
Na